Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the pocket site and the ipg was more superficial where it was originally implanted. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was relocated. No device malfunction was suspected. It was physician's preference to replace the ipg. The patient was doing well postoperatively.